Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a type b dissection. Vessel morphology was not reported. It was reported that during the index procedure the final angiogram identified a dissection. The physician attributed the dissection due to the stent graft perforating the artery. The physician is planning further treatment. No clinical sequelae were reported and the patient will continue to be monitored by the physician. Film review analysis: review of CT¿s just prior to the implant revealed that the patient had a type b dissection beginning just distal to the lsa and extending just proximal to the celiac artery. Calcification was seen surrounding the wall of the false lumen along the arch and upper portion of the descending thoracic. The thoracic diameter in the ascending thoracic just proximal to the innominate measured 37mm. The true lumen diameter along the arch was 18mm and the false lumen was 5cm maximum, and there is a possible flow connection between the true and false lumen in the arch. In the descending thoracic just distal to the arch the true lumen flow diameter was 15 x 35mm and the false lumen diameter was 4cm. Approximately 6cm proximal to the celiac artery the true lumen diameter narrowed down to 7mm x 4cm, and the false lumen aneurysm was 6cm in diameter. The aortic diameter near the level of the celiac was 2cm. The abdominal aorta was 16 ¿ 20mm in diameter and calcified, and both iliacs were non-tortuous and mildly calcified. The access vessels were 5 ¿ 6mm in diameter. Review of cta¿s from 3 ¿days post-implant revealed that a single valiant stent graft was implanted into the true lumen beginning just distal to the lsa, extending over the arch and into the proximal section of the descending thoracic aorta. Approximately 6cm from the lsa there is contrast seen outside the stent graft and flowing into the false lumen. This may be a vessel perforation with a type iii fabric endoleak or type IV endoleak, or a possible reperfusion of the false lumen. The proximal stent graft od is approximately 32mm. Near the location of the fabric tear the stent graft od is 26mm, and the overall thoracic diameter is 6cm. The stent graft narrows down as it courses distally; near the distal end the stent graft ID narrows down to 13 x 29mm, and the overall thoracic aortic diameter is 6.6cm. The stent graft is patent. Just distal to the stent graft the true lumen diameter is 14 x 38mm. The cause of the vessel perforation could not be determined from the images provided. This may be stent graft and/or anatomy related to the pre-existing dissection seen in this location pre-implant. Films during the implant were not available for review. It could not be concluded if the perforation occurred during implant or post-implant. It is also uncertain if there is a type iii fabric endoleak or if contrast is coming through the fabric from a type IV endoleak since 3-days post implant.

Manufacturer narrative:
(B)(4)

Event description:
Upon review of the event, it was noted that the patient's vessel or artery was not perforated by the stent graft; it was the stent graft that became perforated, resulting in a type iii endoleak, fabric.

Event description:
Conclusions from r<(>&<)>d film review: the graft was implanted to treat a type b dissection. I cannot find any evidence of the additional dissection/ perforation during the procedure that the complaint lists. The scan three days post procedure shows a graft body stent protruding slightly into the original dissection entry tear location, with an endoleak maintaining reduced flow into the false lumen through the original entry tear. It is possible that this stent protrusion and remaining leak though the original entry tear was interpreted as a new dissection in the patient. This endoleak could be a type iii, but given it is resolved in another scan 2.5 weeks post op without known intervention I suspect it is a type IV transgraft leak. The graft was also originally implanted covering an aneurysm in the patient lsa; the graft fabric edge is in line with or slightly proximal to the distal edge of the lcc. I do not know if the physician intentionally covered the lsa or not. The lsa remains patent in the scans both 3 days and 2.5 weeks post procedure, though with decreasing flow. In the scan 2.5 weeks post procedure the aneurysm sac in the lsa is largely thrombosed, with greatly reduced flow maintaining some patency. I suspect the lsa remains patent even though it was covered by the graft due to a type I endoleak through the lcc ostium area - the lsa and lcc are quite close in this patient. I do not know if the physician intended the lsa to remain patent or not.

Event description:
Film review analysis: review of CT¿s just prior to the implant revealed that the patient had a type b dissection beginning just distal to the lsa and extending just proximal to the celiac artery. Calcification was seen surrounding the wall of the false lumen along the arch and upper portion of the descending thoracic. The thoracic diameter in the ascending thoracic just proximal to the innominate measured 37mm. The true lumen diameter along the arch was 18mm and the false lumen was 5cm maximum, and there is an entry tear connection between the true and false lumen in the arch. In the descending thoracic just distal to the arch the true lumen flow diameter was 15 x 35mm and the false lumen diameter was 4cm. Approximately 6cm proximal to the celiac artery the true lumen diameter narrowed down to 7mm x 4cm, and the false lumen aneurysm was 6cm in diameter. The aortic diameter near the level of the celiac was 2cm. The abdominal aorta was 16 ¿ 20mm in diameter and calcified, and both iliacs were non-tortuous and mildly calcified. The access vessels were 5 ¿ 6mm in diameter. Review of cta¿s from 3 days post-implant revealed that a single valiant stent graft was implanted into the true lumen beginning just distal to the lsa, extending over the arch and into the proximal section of the descending thoracic aorta. Approximately 6cm from the lsa there is contrast seen outside the stent graft and flowing into the false lumen. This may be a vessel perforation with a type iii fabric endoleak or type IV endoleak, or a possible reperfusion of the false lumen. The proximal stent graft od is approximately 32mm. Near the location of the fabric tear the stent graft od is 26mm, and the overall thoracic diameter is 6cm. The stent graft narrows down as it courses distally; near the distal end the stent graft ID narrows down to 13 x 29mm, and the overall thoracic aortic diameter is 6.6cm. The stent graft is patent. Just distal to the stent graft the true lumen diameter is 14 x 38mm. Review of cta¿s 19 days post-implant revealed that the previously seen contrast in the false lumen has resolved. No additional stent grafts have been implanted; a single valiant is positioned from just distal to the lsa, extending into the proximal section of the descending thoracic aorta. The stent graft is acutely angulated approximately 70 deg at the stent graft mid-length along the arch. The max diameter of the thoracic is 6.5cm at this location. At the distal end of the stent graft the stent graft ID narrows to 13mm x 28mm, and the max diameter taa measures 6.2cm. The stent graft is patent. Just distal to the stent graft the true lumen diameter is 10 x 43mm. No device issues were observed. The cause of the reported vessel perforation could not be determined from the images provided. This may be stent graft and/or anatomy related to the pre-existing dissection seen in this location pre-implant. Films during the implant were not available for review. It could not be concluded if the perforation occurred during implant or post-implant. It is also uncertain if there is a type iii fabric endoleak, if contrast is coming through the fabric from a type IV endoleak, or if this is reperfusion of the false lumen. Films and details of the recently performed intervention are not currently available.

Event description:
Additional information received reported that the physician observed a new dissection during the process of the stent graft implantation. The patient received treatment. The patient is fine.

Manufacturer narrative:
(B)(4).